Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the night post implant procedure, a transient pacing failure occurred. X-rays revealed no change in lead position. No intervention was performed. There were no adverse consequences and the patient would be monitored.